Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. (B)(6)was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists thromboembolism and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" also lists thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed. And showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiopulmonary arrest. Per the vad coordinator; this patient had clotting issues within 48 hours of death, and it is believed the cause of death may have been a pulmonary embolism (pe). It was reported the device operated as intended. There were no reported device issues or malfunctions that could have contributed to the patient outcome. No autopsy was performed. The device was not explanted.